Manufacturer narrative:
A follow up report will be filed after the quality investigation is complete.

Manufacturer narrative:
The reported event of the tip cover breaking was confirmed through visual inspection. Based on subject matter expert consultation cause for the tip cover breaking is damage due to coming in contact with the tip. This will cause frictional heat making it easily breakable. The device was not repaired but returned to the customer.

Event description:
It was reported that during an upper extremity lymphedema procedure, it was discovered that the tip cover was broken. An MRI was performed on the patient, but no fragments of the device were found. There were no other patient or user injuries or adverse consequences.

Event description:
It was reported that during an upper extremity lymphedema procedure, it was discovered that the tip cover was broken. An MRI was performed on the patient, but no fragments of the device were found. There were no other patient or user injuries or adverse consequences.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that during an upper extremity lymphedema procedure, it was discovered that the tip cover was broken. An MRI was performed on the patient, but no fragments of the device were found. There were no other patient or user injuries or adverse consequences.